Event description:
An event from synthes (B)(6) reports: the small battery drive would not hold power despite having a fully charged battery. The event took place presurgery. There was no patient involvement or surgical procedure involved. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device is an instrument and is not implanted/explanted. Placeholder.